Manufacturer narrative:
Device evaluation begun, but is not yet complete. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a femoral access procedure, the micropuncture transitionless stiffened cannula access set needle did not hook well and the syringe leaked. The physician removed the needle and another micropuncture transitionless stiffened cannula access set was utilized to successfully complete the procedure. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. During evaluation of the device on (B)(6) 2018, the micropuncture transitionless stiffened cannula access set dilator was noted to be damaged as the outer white sheath was observed to be separated from the inner cannula.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the plastic dilator tubing was separated from the hub, and had slid a distance of 1 mm from the hub along the stiffening cannula. The dilator was also bent beginning 4 cm from the proximal hub. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there was one other reported complaint for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.